Manufacturer narrative:
(B)(4) . D10-medical product cps sm sht spdl w pins 600lbf item# 178366 lot# 567750. Cps short anchor plug 12mm item# 178554 lot# 064040. Cps transverse pin 6pk 32mm item# 178527 lot# 197690. Cps nut co-cr-mo alloy item# 178512 lot# 967810. Cps centering sleeve 15mm item# 178537 lot# 716810. Cps taper locking cap / oss sc item# 178710 lot# 779270. Oss poly bumper lock pin item# 150510 lot# 695180. Oss poly lock pin item# 150478 lot# 747330. Oss 9cm tapered diaph segment item# 151840 lot# 018020. Oss rs axle item# 161035 lot# 394270. Oss rs poly fem bushings set/2 item# 161034 lot# 507840. Cps/oss 5cm tpr adapt w/oss sc item# 178711 lot# 708850. Oss poly tibial bushing item# 150476 lot# 690760. Oss reinforced yoke item# 150493 lot# 510100. Oss segmental stacking adapter item# 150483 lot# 600600. Oss rs 12mm ls tibial bearing item# 161094 lot# 270810. Oss rs 7 cm mod seg fmrl-rt item# 161011 lot# 031310. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient will need a revision due to compress failure. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional, and it was determined further review would not enhance the investigation. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. The complaint is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.